Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 447 mg/dl, 97 mg/dl and 104 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and the reported meter serial number (B)(4) was determined to be invalid; therefore, investigation activities for the meter have been performed as if no serial number was provided. A DHR (device history review) for the freestyle strips and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification and passed. The serial number of the test strips is determined to be valid. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The manufacturer of freestyle freedom lite meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was conducted for freestyle freedom lite meters and the reported complaint. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. (Expiration date) was incorrectly documented in the initial report. Has been updated. Also, (model number) was inadvertently missing from the initial report. Model number has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 447 mg/dl, 97 mg/dl and 104 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.